Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician confirmed the reported high pressure leak issue. The manufacturer¿s international service technician replaced the solenoid oxygen valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A solenoid valve was return for analysis. An investigation was performed and the oxygen valve solenoid failed due to foreign debris. Cleaning this oxygen valve solenoid corrected the failure.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the unit failed on the high-pressure leak test (pvt test 2). No patient involvement.